Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited broken charged coupled device unit and inadequate dielectric strength and current leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged outer tube, dielectric strength and current leakage was inadequate. However, the most probable cause for broken charged coupled device unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.